Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Device interrogation revealed multiple episodes of inappropriate mode switch as well as noise reversion due to noise on the atrial lead. The patient was in stable condition. No intervention was performed; the patient would continue to be monitored.